Manufacturer narrative:
The device repair history was reviewed and it was noted that the device was serviced in december 2013. The evaluation found the insertion tube and bending section kinked causing restriction when passing the forceps through the channel. The phenomenon was attributed to physical damage.

Event description:
Olympus was informed that during four to six therapeutic bronchoscopy procedures, plastic shavings were noted in the patient's lungs. The shavings were thin and approximately 5mm. The shavings were retrieved with forceps or suction. The user did feel some resistance when inserting the forceps into the biopsy channel. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the report and was informed that the user facility attributed the shavings to the needle of the forceps not retracting when the forceps were closed. The exposed needle shaved the inside of the biopsy channel during deployment.